Event description:
It was reported that the device leaked at the y connector when the unit was hooked up to the patient. There was blood found underneath the unit on the floor. No one came into contact with the blood. It is unknown how much blood was discarded. The patient did not require any pre-donated or bagged blood as a result of the event

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.